Event description:
A 73 year old patient was burned in three separate places by the stryker light cord with 90-degree adapter. Interrogation of the device indicated significant damage to the fibers in the fiberoptic elbow used, which caused the elbow to overheat and burn the patient.